Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy. It was reported that the implant was no longer functioning. The caller did not have any detail beyond that. No symptoms or further complications were reported.